Event description:
It was reported that the cine function would intermittently not work. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The cine drive was reseated during the service call. The system was tested and found to be working as intended and put back into service.